Event description:
It was reported that during a tvt procedure when the first needle was being pulled through, the tape detached from the needle. The procedure was aborted with no pt consequences reported.